Event description:
Overdelivery reported. The pump was set to infuse morphine 1mg/ml with a 2mg pca dose. The patient lockout and 4 hour limit were not recalled. The pump was set up in the recovery room, and the nurse observed the patient request the first bolus. The nurse reports that the display showed delivery past 2 mg, and she manually stopped the pump when it displayed infusion of 2.7mg. She states the pump seemed as if it would have keep on going. The nurse caught the delivery as it occurred, and thus limited delivery to 0.7 mg over expected. There were no adverse patient effects. The pump was switched out and morphine pca analgesia was continued.

Manufacturer narrative:
The reported problem could not be duplicated. The device passed delivery performance verification testing and long term testing. The observed occlusion failure and the recorded malfunctions in the alarm history are not related to the reported event. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare pca is approximately 2.11/million sets.